Event description:
It was reported that there was an electrical reset that occurred. The reset was cleared and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data device experienced a power on reset event on (B)(6) 2011. Device should be able to recover from this event and continue normal function.